Event description:
It was reported that a patient with ons had an scs lead poke through their head on two separate occasions. The hcp wanted to use a dbs lead and 37085 extension to plug into the restore ultra. Patient information was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had 1 scs lead removed and 2 dbs leads added. The patient recovered nicely and stimulation was working great.

Manufacturer narrative:
(B)(4).